Manufacturer narrative:
As no further info concerning the report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific technical services(ts). The local rep interrogated the device is a pt that had been admitted into the hospital's intensive care unit (ICU). Upon review of the device's stored memory, an episode of sustained and stable ventricular tachycardia (vt) was identified. The rate of the vt was at 190 bpm with signals that fell in the programmed conditional zone (rate cut-off of 200 bpm). Ts was informed that some t-wave oversensing was identified at the onset of the arrhythmia resulting in therapy delivery which did convert the vt. The device had been programmed to alternate sense vector. Ts requested that the local rep should performed a memory upload to review both the treated episode and the newly stored s-ekgs in various vectors. Data from the memory upload as reviewed by ts which showed a single episode of t-wave oversensing during the vt event. The local rep was informed that signals from the alternate sense vector were small and the signals from the primary sense vector were at 4 mv. The signals from the secondary sense vector were adequate on the captured s-ECG but this vector was different from the morphology observed in the stored episode. Ts suggested capturing ecgs from different vectors at various heart rates. Additionally, consideration could be made to lower the rate cut-off. According to the local rep, the sense vector was programmed to secondary. The rate cut off of the conditional zone was reprogrammed to 170 bpm. During the arrhythmia, the pt did lose consciousness and sustained an injury (suffered burrs in arms and face upon contact with the home radiator). The physician was unable to determine if the pt's loss of consciousness resulting in injury was the result of the spontaneous arrhythmia or shock delivery.